Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5060497) on 29-mar-2016. The most recent information was received on 11-may-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("recurrent pain during the month outside of menstrual cycles") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included colecalciferol (vitamin d) and cyanocobalamin (vitamin b12). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), menorrhagia ("periods are heavier"), dysmenorrhoea ("periods are painful"), dyspareunia ("sex is painful") and alopecia ("hair is thinning"). On an unknown date, the patient experienced menopause ("was told that she is in perimenopause") with hormone level abnormal and metabolic disorder, abdominal pain lower ("cramping"), mood swings ("mood swings"), rash ("rashes") and amnesia ("memory loss"). The patient was treated with surgery (surgical removal of device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, alopecia, menopause, abdominal pain lower, mood swings, rash and amnesia outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, dyspareunia, menopause and menorrhagia with essure. The reporter considered abdominal pain lower, alopecia, amnesia, mood swings, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 11-may-2018: new reporter lawyer added; essure indication provided; insertion date was updated from (B)(6) 2013; essure removed on (B)(6) 2016; cramping, mood swings, rashes, and memory loss were added as event. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.